Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. Technical services advised to do some testing. There were no additional adverse patient effects. The system remains implanted.